Event description:
Per nurse coordinator on pediatrics: 1. When you put the strap through the hugs tag, the strap curls and pulls apart. 2. An rn pulled the strap out of a hugs tag and the alarm should have gone off and it didn't.3. There were multiple patients that this happened to. Also there were some from devices in this box of straps that worked fine.the unit has been using another box of straps with the same number that is stamped on the end of the box for two days and have had no isses. This issues have happened with multiple staff members. Customer service contacted and said I could not send it back. ====================== manufacturer response for infant security strap for the hugs tags, hugs infant protection (per site reporter)======================I had to leave a message with qa.